Manufacturer narrative:
(B)(4). Investigation summary: a review of all risk management documents as per (B)(4) for the product family of the device involved in this complaint (pen needle, needle bent, was performed and it was determined that the potential risk of this specific reported incident was captured and addressed DHR was reviewed and no qn found. Manufacture records were reviewed, no abnormal was found. 7pcs retention samples were checked on IV point, IV lube, needle puncture, needle angle and cannula od, all results passed. 7pcs samples returned by customer were checked on IV point, IV lube, needle puncture, needle angle and cannula od, all results passed. Pen needle product has 100% IV point inspection by visual system, and defect part will be rejected automatically. Investigation conclusion: we will keep monitor on similar issue from filed and trending regularly. Root cause description: manufacture records were reviewed, no abnormal was found. Based on investigation above, the certain cause cannot be concluded at the moment. Rationale: refer to pen needle dfmea (B)(4), the severity of hazard of high skin penetration force is limited (s2), the actual complaint rate of the failure mode since from 2017 is less than 1 cpm(o1). According to CPR-028, the risk level is low. No need to open CAPA.

Event description:
It was reported that pen needle 32gx4 mm 14 pack was damaged. This occurred on 44 occasions during use. The following information was provided by the initial reporter: the client used needle 4 mm product. After injection, there was bleeding and pain. The client indicated that the needle of this batch was thicker.